Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange being performed in response to a low voltage/power cable disconnect alarm was confirmed via the log file. The log file captured a few atypical low voltage advisory and power cable disconnect alarms on (B)(6) 2025. These alarms appeared to have been caused by the voltage within the black power cable briefly fluctuating below the alarm thresholds, and these alarms resolved within a few seconds when power was restored to the system. The controller was observed to have been exchanged at the end of the data on (B)(6) 2025, and no other notable events were observed. The pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing, and the controller operated a mock loop as intended. Available information for this event indicates that the alarms did not initially resolve after the controller exchange was performed but then eventually resolved while the backup controller (evaluated separately) was in use. The root cause of the observed voltage changes within the log file, causing low voltage advisory and power cable disconnect alarms to occur, was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to connect their controller to a working power source in the event of a low voltage advisory/power cable disconnect alarm. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and power cable disconnect alarms. Users are instructed to connect to a working power source to resolve low voltage and power cable disconnect alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient changed their primary system controller to their backup system controller due to a persistent alarm. The patient could not clearly inform the coordinator if they saw any advisory alarms from the controller screen. All the patient thought was to change the controller. Log files before the controller was exchanged were sent for review. Prior to the controller swap on (B)(6)2025, the log file captured some indications of a weak connection between the batteries and battery clips which resulted in abnormal power cable disconnect and low power advisory alarms. These appeared to be what caused the patient to exchange the controller. The alarms briefly resolved after the exchange, but it was noted that the patient went to the local emergency room (ER) for ventricular assist device (vad) alarms while using the backup controller. It was unknown which alarms occurred on the backup controller, but the alarms resolved eventually. The patient later went to another ER where they were alert and followed commands. The patient was admitted for further evaluation. The patient was asked to explain the event that transpired that caused them to change their primary to backup controller and then called the left ventricular assist device (lvad) coordinator on call. The patient showed to the lvad nurse practitioner, pointing at the controller that the black power cable light was on while vad was alarming. Log files after exchange were sent for review. The log file captured the controller exchange. Otherwise, starting on (B)(6)2025 at 12:46:35, the log file captured routine events. There were no adverse alarm conditions or parameter changes.